Event description:
It was reported the implantable neurostimulator was turning on and off. The patient had experienced more "pain attacks." The stimulation target was the posterior-hypothallamus. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that the cause of the switching off of the ins was unknown. The health care provider assumed that the ins worked normally. The patient was reprogrammed and was receiving effective stimulation.

Manufacturer narrative:
(B)(4).